Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic lobectomy. According to the reporter: the device misfired twice on the same tissue- full staples never formed or cut across the bronchus completely. To correct the condition, the surgeon changed from a robotic procedure to an open procedure and used a ta60 4.8 stapler to transect the bronchus. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc..the incision was not extended by more than one inch. No reinforcement material was used. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The patient is doing well.